Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 10.

Event description:
Reference number (B)(4). Event occured in the united states. Patient reported 10 instances of adhesive issues with their infusion sets. The issues were consistent, with the infusion sets detaching during use. These incidents occurred over a week, on (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. Each infusion set was in use for less than 24 hours before falling off. On some days, multiple sets detached within the same day. As a consequence of these adhesive failures, the patient's blood glucose level elevated to 415 mg/dl. To manage the high blood glucose, the patient administered a correction dose using a manual insulin injection (mdi). Subsequently, the patient replaced the infusion set and successfully resumed insulin delivery through the pump system. No further information available.